Event description:
It was reported during a trial procedure; physician was having difficulty placing the lead. As a result, the top contact of the lead broke off and remained in the patient. Surgical intervention may undertaken to address the issue in the future.